Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Complaint sample was evaluated and the reported event was confirmed. The tip of the t7 driver is twisted. The fracture is impossible to see in any photo, however the device is shorter than the specification for its print. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to design issue. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a scaphoidectomy procedure, as the surgeon was attempting to implant the screw, the tip of the screwdriver fractured off and it got stuck in the head of the screw. Due to the malfunction the guide wire was then removed and the all of the fractured pieces were retrieved. The same screw was then able to be successfully implanted with another screwdriver in the set. There were no adverse events reported as a result of this malfunction.